Event description:
The user facility reported patient was implanted with an impella 5.5 device for mechanical circulatory support. Upon removal of the impella, the patient encountered bleeding originating from the graft site. It was identified that the tear was at the level of the anastomosis on the ascending aorta. The tear was repaired surgically.

Manufacturer narrative:
The device was received for evaluation and the investigation into the vascular perforation is complete.. The source of bleeding was quickly identified as a tear at the level of the anastomosis on the ascending aorta. The tear was repaired and the patient was returned to the ICU. Product evaluation confirmed the purge cassette was leaking from the purge disk. Data log analysis was not necessary for this complaint. The cause of the purge cassette leak was due to a damaged purge disk. The cause of the great vessel vascular damage was not determined because not enough clinical information was given. This report is being filed as part of a retrospective review of historical records. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿